Manufacturer narrative:
Results: evaluation of the returned product found that in addition to the stitching unraveling on the mattress envelope, there is an open slider on the pt access of panel side b. There is also 1 inch tear on the bottom of the mattress envelope and 2 broken stitches on the literature bag of panel side a. Note: instructions for use state: test that all zippers open easily and close securely along the entire length of the zipper. Inspect zipper coils for any kinks or misalignment. If any are identified, zip and unzip the zipper. If condition continues, do not use product. Never rip panels open, as this will damage the zipper slider, preventing zipper from closing securely. Before leaving the pt alone, apply pressure with your hands along the entire length of the zipper to make sure the panel is securely closed and that there are no gaps or openings along the entire length of each zipper. (B)(4).

Event description:
Customer reported the stitching is unraveling on panel a. Customer did not provide a date when this was discovered. No pt incident or injury was reported.